Event description:
It was reported that over-sensed noisy signals were noted from this right ventricular (rv) lead during a remote device data review. The physician elected to surgically cap and abandon this lead. A replacement rv lead was implanted to resolve the event. The patient was stable with no additional adverse effects reported. This rv lead remains implanted, but capped and out-of-service.